Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the exact cause of the reported heart block could not be conclusively determined. It is possible that patient condition contributed to the reported event; however, this cannot be confirmed. The reported unexpected medical intervention and surgical intervention were result of case specific circumstances, as post-implant valvuloplasty was performed and permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). During the procedure, the valve was able to be implanted successfully at a depth of 5mm both on the non-coronary cusp (ncc) and left-coronary cusp (lcc). Post-implant balloon aortic valvuloplasty (post-bav) was performed using a 20mm, non-abbott balloon. The patient experienced a complete heart block. Subsequently, observed to be asystole requiring pacing support to stabilize. There was clinically no significant delay reported. Post-implant, a permanent pacemaker was implanted to resolve this event. The patient was discharged.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). During the procedure, the valve was able to be implanted successfully. The patient went into a complete heart block, a post-implant balloon aortic valvuloplasty (post-bav) was performed using a 20mm, non-abbott balloon. The patient was observed to be asystole requiring pacing support to stabilize. Post-implant, a permanent pacemaker was implanted to resolve this event. The patient was in a stable condition.